Event description:
Healthcare professional additionally reported that the baker grade of the capsular contracture is IV. Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Device discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported a right side ¿hardening¿. Patient additionally reported "a right side sharp pain, right side raised up, right side scar tissue, and hardening of implant." . Healthcare professional later reported right side capsular contracture baker grade iii/IV. Device has been explanted